Event description:
Report received of cassette alarm. The tubing set was primed with an unspecified amount of normal saline. The nurse placed the cassette into the pump. When the pump was powered up, it was reported to have alarmed "cassette test failure". The pump was removed from clinical svc. A replacement pump was brought in and the alarm condition continued. The nurse reportedly replaced the tubing set and the alarm condition was resolved. There were no reported adverse pt effects. Though requested, no add'l info was provided.